Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. A power on reset (por) message was reported and the patient's therapy stopped. It was noted that the patient had radiation treatment. The por message was able to be cleared but the patient's ins recharger appeared to be locked. The rep was to walk the patient through resetting the recharger. No further complications were reported.